Event description:
The valve on the introducer sheath used in permanent pacemaker and internal cardiac defibrillator placement is scored on the sides so it will "break away" to enable removal of the sheath leaving the pacer wire in place did not tear away due to it not appearing to be scored completely. It was necessary to use a pair of scissors to dissect the distal end of the introducer to remove it safely from the body. Dates of use: (B) (6) 2010. Diagnosis or reason for use: heart cath.